Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. During device replacement for normal battery depletion, the rv lead was capped and replaced. The patient was stable and there were no adverse consequences.